Event description:
The facility reported a pump with a tube misload failure. The reported condition was identified during patient therapy. Patient therapy was interrupted. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4)the software version for this device is currently not known.

Event description:
It was reported by the rep that during laparoscopic appendectomy procedure, the surgeon fired the device for the second firing with a white reload across the base of the appendix. When the surgeon observed the staple line, it had cut completely but stapled only on one side of the cut line. They used an endo loop around the base of the appendix as a security measure to complete the procedure. There was no patient consequence reported.

Event description:
A registered nurse was removing individual packages of sterile disposable curettes from the box. While removing the products, she cut her right index finger on a curette, requiring 4 stitches.

Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirm the customer reported condition of "tube misload" which resulted in an interruption of therapy. A loose screw and washer had become lodged in the tube load sensor mechanism, interfering with its operation. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in ui master (B) (4) will be categorized as remediated.